Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to episodes containing fine noise with oversensing and pacing inhibition for greater than two seconds on the right ventricular (rv) and shock channels. Additional information received reported that rv lead insulation breach was suspected. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).